Event description:
A customer contacted beckman coulter regarding a false negative total bhcg (tbhch) result from a single pt sample that was generated by the unicel dxl 800 access instrument. An initial tbhch result was 0.0mlu/ml. The tbhcg result was reported out of the lab and questioned by the physician. On the same day, the pt original sample was tested for tbhcg on another instrument in their lab. The tbhcg neat result was ">1000mlu/ml" "-65,000miu/ml"when ran diluted. The customer then re-tested the pt original sample for tbhch on the unicel dxl 800 access instrument. The repeated tbhcg neat result was "> 1000miu/ml" and "-65,000miu/ml" from dilution. The customer collected a fresh sample from the pt and tested for tbhcg. The tbhcg neat result was ">1000miu/ml" and 54,1702miu/ml when ran diluated. The customer did not receive any report of pt injury requiring medical interventionor change to pt treatment attributed to or connected with this event.